Event description:
It was reported the stimulation was in the wrong location. It was noted that all the impedances were within the normal limits and that no issue with ¿mechanical function¿. It was reported the patient needs coverage on their right side and that the physician is replacing the right lead. It was unknown if the lead had migrated. Additional information requested but not yet received.

Manufacturer narrative:
Product ID: 3555-31, product type: screening; device product ID: 37752, serial# (B)(4), product type: recharger; product ID: 3487a-56, lot# v371072, implanted: (B)(6) 2010, product type: lead; product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID: 37743, serial # (B)(4), product type: programmer; patient product ID: 3487a-56, lot# v371072, implanted: (B)(6) 2010, product type: lead; product ID: 3550-39, lot# n234318, implanted: (B)(6) 2010, product type: accessory; product ID: 3550-39, lot# n236413, implanted: (B)(6) 2010, product type: accessory; product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type: extension.

Event description:
Additional information received reported on 2014-(B)(6) the patient¿s health care provider (hcp) planned on revising the patient¿s right lead however after checking the impedances and all were normal the hcp only repositioned the lead. It was further reported the patient was seen on 2014-(B)(6) and was getting great coverage.